Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 37 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: customer reported that sensor might be the reason every time customer off with sensor. Customer also reported over delivery of the pump: when customer took off the sensor everytime. The event involved product(s) mmt-342, mmt-1880, mmt-442ah. Troubleshooting was performed and found that the reservoir shows less insulin than in the status screen. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smart guard feature at the time of the event. The customer stated that pump overbolused sometimes. No further patient complications were reported. The customer will continue using the insulin pump. No product return is required for mmt-342. No product return is required for mmt-1880. No product return is required for mmt-442ah.